Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow up report will be sent when the analysis is complete.

Event description:
It was reported that the pt was placed on the table and the port of the pump was accessed and a residual volume of 16cc were aspirated from the reservoir. When the pump reservoir was then accessed to refill the pump, the pt "felt a large bolus of medication and nearly lost consciousness". It was thought there may have been a potential bolus given by the pump that was not programmed. The drug preparation that was used to refill the pump was morphine 25 mg/ml; lioresal 87.5 mcg/ml; fentanyl 250 mcg/ml; bupivicaine 7.5 mg/ml and ketamine 2 mg/ml. The medication was then withdrawn and the full 40 mls were recovered. The pump was then filled with 20 mls of preservative free normal saline. The pt was placed on oral medications and the pump and catheter were subsequently replaced. The pt recovered without sequela.